Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a renal artery embolization procedure when swapping catheters with a guide wire the tip of the catheter came off/split and a piece was left in the patients subclavian artery. The doctor then attempted to retrieve the piece with forceps, a piece was left in the patients mid-arm and will be removed at a later date by the vascular surgeon. The patient required an additional procedure due to this occurrence. The fragment was removed on (B)(6) 2016 under general anesthesia by a surgeon as of the date of this report no other information was available.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device was shipped with an instruction for use (IFU) which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible. The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally it states, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The device history record was reviewed and no non-conformances were noted. The visual inspection of the returned device confirms material degradation of the beacon tip. Based on the information provided and the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints.